Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. No further information was available. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: testing revealed that audible tones functioned intermittently at piezo activation. All audible tones were set to ¿high¿ with the exception of the temporary basal alert. The pump case was removed, and a piezo contact alignment failure was found. The complaint was duplicated.